Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 08-sep-2015, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 08-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were involved in a motor vehicle accident about a week ago. The patient was experiencing additional pain that the stimulator was not covering. Impedances were checked and one lead showed all electrodes greater than 10000. The patient had an x-ray taken and both leads had moved. Originally the leads were at the top of thoracic vertebra 8 and now one was at the top of thoracic vertebra 9 and the other at the top of thoracic vertebra 10. Reprogramming was attempted but they were unable to make things better. The issue was not resolved at the time of the report. The indication for use was spinal pain and chronic low back pain.

Event description:
Additional information was received from a healthcare professional via a manufacturer representative (rep). It was reported that the patient was in a car accident and an x-ray confirmed the leads had "found one" a few levels so the stimulation was no longer effective. The rep attempted to reprogram, but they could not get stimulation where it was needed. The hcp decided to explant the entire system and replace it with a new MRI compatible system. The issue was reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2011, product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2011, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that there was nothing to do to resolve the impedance issues. The rep reported that the patient was going to be scheduled to have the leads revised in a couple of weeks. The rep reported that they were trying to schedule the patient for (B)(6) 2018. No further complications were reported.